Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center tested and inspected the unit's touch panel and everything was functioning as intended. The customer's complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 10 years have passed since the device was manufactured. Based on the results of the investigation, it is likely the user pressed the lamp button accidentally instead of the insufflation button.

Event description:
The customer contacted olympus to report the device's touch panel was not working. When the air button was pressed, the lights turned on and off instead of the air. The device malfunction occurred during preparation for use. There was no report of consequence or impact to the patient.